Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens as a piggy-back lens in 2007, in the patient's right eye (od). The patient had progressive myopia following the original iol and iop was elevated. The aq5010v model lens was explanted from the sulcus in 2008. The iop is now normal. The manufacturer's labeling does not address the piggybacking of lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results: other, a lens work order search was performed and no similar complaint was found within the work order.